Event description:
The customer reported that the three top left buttons on the pcu did not work while in use on a patient. There was no report of patient harm. The event occurred about 2 weeks age.

Manufacturer narrative:
The customer¿s experience with the three top left buttons on the pcu did not work while in use with a patient was not confirmed in the log or replicated during testing. The source pcu s/n (B)(4) keypad was tested using asm v10.33 keypad test. There were no observation of non-functioning keys. Physical inspection of the keypad¿s flex cable with the use of a microscope found no irregularities. Risk assessment: per product risk assessment document (B)(4), no ra is deemed necessary. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. CAPA reference:(B)(4).

Event description:
The customer reported that the three top left buttons on the pcu did not work while in use on a patient. There was no report of patient harm. The event occurred about 2 weeks age.